Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally deleted some of the pump time settings from the pump. Tandem technical support guided the customer through adding timed settings back into the pump. Customer's blood glucose level was 156 mg/dl.